Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap, scratched display window, and loose drive support disk.

Event description:
The customer reported that the insulin pump and meter were dropped. The caller also stated that the drive support cap is protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.